Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the while deploying the angio-seal device during a visceral procedure, the device would not pull back. They removed the device from the body without apparent damage to the patient and held manual pressure to the femoral artery. The patient recovered, and no more intervention was needed. There was no harm to the patient. Additional information was received on june 24, 2019. A 6fr sheath was used. The patient was in stable condition. All components were removed from the patient. Blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation. One used 6 fr angio-seal vip device was received for product evaluation. The carrier tube was returned mated with the hub of the hemostasis sheath and being cut through in two pieces. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was cut into two pieces and the hub of the sheath was still connected to the device deployment sleeve. The deployment sleeve was found in the full rear lock position with color bands fully exposed. The piece of the sheath was examined, and the anchor was exposed at the distal tip of the sheath. The carrier tube was found cut and it exited the hemostasis sheath. No other visual anomalies were noted. The hemostatic sheath hub and deployment sleeve were removed from the device cap. The hub of the hemostasis sheath indicating that the bypass tube was properly attached to the hemostatic valve. No anomalies were noted. For functional analysis of the spool in the tensioner, a force was then applied with the pair of tweezers to unspool the suture and it was able to be released. There was an obvious bloodlike substance that had hardened around the clear shrink wrap marker, which provided resistance from removing the suture from the tensioner. No other functional anomalies were noted. The tensioner was then removed, and the suture was still tethered to the suture tensioner disk. No gross anomalies were noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.